Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message that it was overheating. Technical support (ts) recommended turning the programmer off and letting it sit. Ts suggested using an air hose to blow out the fan, and if the error persisted, return the programmer for repair. The programmer remains in use. There was no patient involvement.